Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error. The customer's blood glucose level during the incident was unknown. The alarm occurred during the basal process. The customer also reported that they received a no delivery alarm during troubleshooting. The insulin did not exit during the 5.0 unit fixed prime test. The customer repeated the manual prime and they received the no delivery alarm. The customer was advised to replace the infusion and reservoir set. The customer was advised to monitor the insulin pump. The device will not return for analysis.